Event description:
It was observed during central processing that the maryland bipolar forceps instrument's center box fell out of top of maryland arm.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument luer plate was missing. The plate was missing from the back of the housing. Evidence not conclusive, but missing luer plate may be due to likely mishandling/misuse. Additional observation not reported by site was the instrument clamping pulley was contaminated. The housing was removed and cable grooves on the clamping pulley exhibited white residue. Evidence not conclusive, but this may be due to likely improper cleaning. Additional observation found that the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damge found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube scratch marks/abrasions were to recur could cause or contribute to an adverse event.